Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report. Report source literature description: journal: case reports in gastroenterology. Author: laxa b.u., bouchard a., de petris g, heigh r., heppell j. Title: eosinophilic enteritis confined to an ileostomy site. Volume: 5(2) year: 2011, pages: 422-427.

Event description:
Eosinophilic enteritis [gastroenteritis eosinophilic]. Case description: a report from literature was received on (B)(4)-2011 from a physician regarding a (B)(6) male patient, initials not provided, with eosinophilic enteritis. The patient has a medical history of ulcerative colitis who, on an unspecified date, underwent a proctocolectomy for ulcerative colitis with ileal pouch anal anastomosis and loop ileostomy formation utilizing seprafilm. The patient later developed eosinophilic enteritis of the loop ileostomy site. The action taken with seprafilm was not provided. The patient's outcome for the event was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between seprafilm and the event as possibly related.